Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The cause for the failure was a physically damaged bedside board. The l602 inductor was physically knocked off the bedside board. The root cause for the damaged l602 could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned a patient's battery charger/modem and reported that it was unable to power on.